Event description:
It was reported that intermittent occlusion alarm occurred. Reportedly the customer is wearing the cartridge for longer than 48 hours. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 48 hours. Is off label per the user guide. Customer changed the pump supplies and successfully resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.